Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: revision.

Event description:
Healthcare professional reported left side "rupture was found during the explant surgery". Device has been explanted and discarded.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and missing patch assessed as inconclusive. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b.5., d.9., h.2., h.3., h.6.